Event description:
It was reported that the insulin pump alarmed with an error. Advised the device would be replaced. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.